Event description:
It was reported that the device failed user and self tests and logged event codes in the memory. Physio-control evaluated the device and found that it would not charge or provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause for the malfunction to be a bad solder joint on pin 1 of the t2 transformer. The malfunction resulted in an intermittent failure to charge or deliver defibrillation energy.